Event description:
Customer reported that during use with a fully charged battery, system displayed the replace battery message. Battery was taken out and re-seated, replace battery message appeared again after 7 compressions. No adverse event reported.

Manufacturer narrative:
Reported complaint of "board indicated replace battery" could not be verified because the battery was not returned for investigation. Furthermore, the serial number the customer reported has 6 digits ((B)(4)), zoll nimh batteries have 5 digit serial numbers. Three attempts were made via telephone to contact the customer regarding device return and serial number discrepancy (one attempt made on (B)(4) 2012, a second attempt (B)(4) 2012 and a final attempt made on (B)(4) 2012), but to no avail. There were data for two batteries in the autopulse archive files. This data indicated that one battery was properly test cycled and one was not. However, since the batteries were not returned and due to the serial number discrepancy, it is not possible to reach a definitive conclusion regarding the root cause for the reported event. A supplemental report will be filed if the battery is returned.